Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported,the physician placed a penta lead during a permanent procedure. The lead was tested intra-operatively but there was no electrical response from the lead. The physician used another new lead to complete the case. The procedure was extended approximately one hour.